Event description:
Caller reported a malfunction on the pump, specified as "malf 5," but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. The technical support team provided instructions to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, acknowledging and understanding this guidance.